Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons unraveling and breaking off [device breakage]. Case narrative: consumer reported via social media that the strings started to deteriorate after use. No injury reported.